Event description:
It was reported that during a lap chole procedure, the clips jammed and would not fire on the first firing. Another device was used to complete the procedure. There was no pt consequence. One device will be returned.

Manufacturer narrative:
Broken advancer.